Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer attempted to place a new 1x1 cubie in drawer 3.1, but the cubie did not stay in place. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3.1 was failed to stay in. A field service engineer (fse) removed the cubies from the first a and b rows and powered off the pyxis, removed and replaced the tray on row b, then reinserted the cubies and powered the unit back on. Fse then entered the hardware test application (hta), completed final testing, and verified functionality by moving a cubie into the affected position and returning it to its original slot. The system functioned as intended after the field service engineer repaired the device.